Event description:
The femoral lug holes are scratching the tibial trial inserts causing plastic to break off, causing plastic from the tibial trial to fall into the surgical site. Surgeon removed all the plastic out.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report. This is the same event as: MFR # 9610726-2012-00052, 00054.